Manufacturer narrative:
The insulin pump was received with an a33 alarm during the basic occlusion test and was unable to prime at 4.0 lbs. During the prime test due to faulty force sensor resistor (gold). The unit also had a scratched lcd window.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 64 mg/dl. The customer stated that insulin was not squirting out during the manual prime process, and she noted that insulin did not continue to drip after the motor stopped. She was unable to exit the "preparing to prime" loop and received a rewind message after the alarm sounded. The customer stated that she was stuck in the rewind complete/bolus delivery loop. She also reported that she had low blood glucose levels over the past 2.5 days. The device had neither been dropped nor bumped prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.